Manufacturer narrative:
On 17-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the suspected medical device and revision surgery. Initially, the lot number and serial number were reported as 7623504 and (B)(6)respectively. However, additional information revealed that the actual lot number and serial number are 7611920 and (B)(6). The patient underwent removal and replacement with a 275cc mentor smooth round moderate profile (catalog #:3503504bc, (B)(6)) on (B)(6) 2020. The relevant fields have been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. H6 patient code 3191: medical device removal. Manufacturer's reference number. (B)(4).

Manufacturer narrative:
On 12-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative left-sided grade iii capsular contracture. The patient had a consultation on (B)(6) 2020, and the diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.